Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt clearvue were returned for evaluation. An initial visual observation of the photographs showed a groshong nxt catheter leaking just distal the strain relief on the connector. The leak was observed to be at the 55 cm mark. Several droplets of clear liquid were observed on the catheter. No additional damage to the sample could be seen in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6) 2025 at 09:40 after completing catheter placement for a patient, the catheter was flushed and fluid was found to be oozing from the connecting port, rendering the PICC catheter inoperable. After discovery, it was immediately reported to the head nurse of the department, and the catheter joint was immediately replaced. No patient harm reported.